Manufacturer narrative:
(B) (4).

Event description:
The pt experienced a shocking/jolting sensation. It was noted that he was not able to adjust their stimulation and kept getting "poor communication" with the device during which time he got shocked. It was unsure if he was still getting stimulation. Further info was requested from the healthcare professional.